Event description:
Patient presented with an open circuit and was referred for an urgent full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.